Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported poor aspiration during ultrasound phase of a cataract procedure. The procedure was completed after replacing the tip with another. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One 30 degree round flared phaco tip sample was returned for poor aspiration. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A visual inspection of the phaco tip was performed and the tip was deemed nonconforming, based on its use. The threads and flange show wear. A piece of foreign material consistent with the appearance of surgical material was observed looking into the inside diameter at the distal tip. A small wire was inserted into the inside diameter and a chunk of dried surgical material was removed. The aspiration bypass (ab) hole was also totally clogged with what appears to be surgical material. The phaco tip was flushed with fluid after the foreign material was removed and the inside diameter had a good fluid pathway. The evaluation does confirm the aspiration pathway and aspiration bypass hole had surgical foreign material present within the phaco tip. This would result in poor aspiration of the phaco tip. The phaco tip had no manufacturing issues or no manufactured related foreign material present within the phaco tip to result in poor aspiration. The phaco tip was manufactured to specification. How and when the surgical material became present within the phaco tip inside diameter and aspiration bypass hole cannot be determined from the evaluation. The most likely cause of occlusion from surgical material is from aggressive machine/procedure usage or from the tip being reused. No specific action with regard to this complaint was taken because the reason for the complaint issue appears to be from the phaco tip use by the customer and does not point to a manufacturing issue. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Phaco tips are a single use device and are not recommended for reuse. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4)